Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and a suprarenal aortic extension. Upon follow up, computed tomography angiography (cta) identified a possible type 1a endoleak. Physician completed an intra-operative angiogram and was not able to confirm the type 1a endoleak. The physician elected to implant a suprarenal aortic extension to seal any possible leak.